Manufacturer narrative:
.

Event description:
Journal reference: diamond, et al. "Hyperhidrosis due to deep brain stimulation in a patient with essential tremor: case report." J neurosurg 2007; 107(5):1036-1038. A man underwent left vim-dbs for tremor of the right hand with no intraoperative or immediate postoperative complications. During programming sessions he was noted to sweat profusely on his left site, this was found to be related with stimulation at contact 1. The patient experienced malaise concurrently with hyperhidrosis. Various combinations of stimulation parameters were used to alleviate the hyperhidrosis. Optimal tremor control without hyperhidrosis was achieved using contact 0.